Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 3mm x 20mm x 144cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured at 8 atmospheres for 10 seconds. The device was removed without any problem, and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.